Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg implantable cardioverter defibrillator, (B)(6) 2012; 5076-52 implantable pacing lead, (B)(6) 2003. (B)(4).